Manufacturer narrative:
Ocd performed retained testing and a batch review. Results were satisfactory. (B)(4).

Event description:
Customer reported variable reactivity with a patient sample containing anti-kell and anti-fya. Customer stated initial antibody screen was positive. Customer thought it was due to an anti-kell. Sample was sent to a reference lab for antibody identification. Reference lab identified anti-kell and anti-fya.